Event description:
The customer's diabetes clinical manager called and reported the insulin pump was alarming with battery out limit, off no power, and no delivery. It was stated the device had been exposed to x-ray twice in the previous two weeks. The customer's blood glucose was not known. The diabetes clinical manager stated she would explain the issues to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.